Event description:
The user facility reported to terumo cardiovascular that during cardiovascular bypass surgery, (B)(4) in custom tubing pack leaks at the connection point where the tubing meets the connector. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation. Terumo will submit a follow-up report once the device is received and evaluated. (B)(4).